Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed that both the pbv (pipette bypass valve) and acv (air charge valve) were responsible for the instrument leak. The fse replaced the pbv and acv valves to address the reported issue. The repairs were verified as per service procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported that there was fluid leaking from the probe while the iq 200 system was idle. Approximately 15ul (micro liter) of fluid had leaked. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and eye protection at the time of the event. There was no biohazard exposure to mucous membranes or open wounds reported as a result of the event. There were no erroneous patient results generated. There was no change to patient treatment.